Manufacturer narrative:
Initial review of this complaint was deemed not to be reportable due to no adverse event taking place. During routine inspection now taking place at the manufacturer's facility, the FDA investigator recommended that a medwatch report be filed for this complaint. No patient identifier information is available due to the date the initial complaint was received and the hospital did not document any information regarding the event. An additional quality test has since been instituted to 100% inspect the cassette that failed under excess pressure to alleviate this kind of problem.

Event description:
Blood leaked into cassette. This was a new av loop and the researcher found the cassette bloody and there was blood on the pump as well.